Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having discomfort at their ipg pocket site an explant procedure was performed. The ipg was removed and sent to microbiology for testing, the leads remain implanted. The patient was given antibiotics during the procedure but not post-operatively.